Event description:
There are supposed to be 10 each of the "gauze 8x4 xray rfd" in a pack but, theres only 6 each.

Manufacturer narrative:
It was reported that there are supposed to be 10 each of the "gauze 8x4 xray rfd" in a pack but, there s only 6 each. The or informed me that there's an item shortage in the general packs. Staff gathered more of the product that was limited. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.